Event description:
On (B)(6) 2022, a distributor of infutronix reported a complaint on behalf of an end user: "patient's caregiver called about blood backing up. The patient had clamped the line and was now getting a downstream occlusion. Upon further questioning, she also indicated that the tubing came apart and that the patient pushed it back into the cassette. She confirmed that there was a medication leak and that they were provided a chemo spill kit. Reiterated the chemo spill kit protocols and guided them in switching off the pump and clamping the lines. Informed them to call the clinic first thing in the morning for further instructions." This event took place during an infusion. Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.

Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.